Event description:
On (B)(6) 2023 just after 3pm est, I began my very first tms(transcranial magnetic stimulation) treatment session at (B)(6) for mdd(major depressive disorder) with no psychotic features. Everything seemed to go well (I noticed my right leg involuntarily jumping/spasming with each pulse) until a few hours later when I experienced a migraine with tinnitus and severe fatigue which is not something I experience with my usual migraines which, my migraines had been getting much better and I had been experiencing them less and less and with less intensity. As I was falling asleep I saw a bright white flash of light. During my sleep, I felt like I wasn't reaching rem(rapid eye movement). I was tossing and turning and my mind was racing and then my body wasn't able to move and I had a dysphoric dream or a "nightmare." The next day on wednesday, (B)(6) I had my treatment session and everything seemed to have gone well other than some wooziness. My right leg jumping off the chair once again with each pulse. Shortly after the session I felt extremely irritable and agitated that I went straight home and didn't want to speak to anyone until this new symptom subsided/lessened. The feelings were so intense and uncomfortable that I was having thoughts of suicide. Again, got a migraine, worsening tinnitus, felt extreme fatigue and easily fell asleep but same thing, sleep was light, I tossed and turned, my mind was awake but my body wasn't and I had a stabbing pain in my right knee. The fatigue and now a malaise continued through thursday, I made it to (B)(6) and at about 3:15pm on (B)(6) I handed the technician/rn my list of side effects/symptoms and they had me wait and meet with the attending psychiatrist. I explained to him all my concerns and experiences and he told me what I was experiencing weren't side effects and was probably due to ptsd(post traumatic stress disorder) and he asked me if I had experienced anything stressful recently. I was coaxed and convinced to keep trying these treatments. I went in just after 5pm and received my 3rd treatment. I told the nurse that I felt like the psychiatrist didn't listen to me and was pushing me to receive higher and higher intensity. I was already receiving 110% over the threshold they discovered worked for me at the first mapping session. Again, my right leg involuntarily jumped off the chair and the left side of my face/near my eye spasmed almost as if I were wincing, again, involuntary. I felt light headed. Went to the store to grab groceries and went home. Only had a mild migraine/headache that evening. When it came to sleep, this time the tossing and turning was so severe I had insomnia. I tossed and turned for about 5 hours of "sleep" or "rest" and just got up. I decided that the tms was just too much for my brain to handle and I needed some relief from it so I called (B)(6) and left a voicemail stating that I wasn't coming in for treatment. I spoke to my therapist about what I had experienced and we are working together to provide information to correct some of the abuse I experienced from dr. (B)(6). In addition to the side effects I mention above, I have also experienced an increase in anxiety, panic, dissociation, confusion (increase in time loss and adhd(attention-deficit hyperactivity disorder) symptoms, unable to focus,) my teeth are bothering me, very sensitive and some loss of appetite/nausea/queasiness.